Event description:
It was reported that the patient experienced three inappropriate shocks due to sinus tachycardia (st). It was also noted that the patient was anemic and had a long pr interval. The device ventricular tachycardia (vt):st boundary was reprogrammed as well as the slow vt zone being turned off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2003 (B)(6). (B)(4).